Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/30/2015. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye showed the return can be identified as tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, no additional analysis was possible. A review of the manufacturing records was completed. The review of the production order showed that there were no deviations or assignable cause identified for the complaint reported or related to the initial report when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that a tecnis multifocal zma00u0160 intraocular lens (iol) was explanted from the patient's eye after she experienced unexpected post-operative refraction. The report indicated the wrong diopter iol was pulled for the implantation; the calculation was off by 1.5 diopters. A new zma 17.5 iol was implanted during the same procedure. The patient is doing fine and her vision is 20/25.